Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were unknown to the reporting facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 primary mitral regurgitation (mr), shortness of breath, and leaflet damage from a single leaflet device attachment (slda) for a second mitraclip intervention. The first mitraclip procedure was a year ago in lebanon. An slda occurred with the previously implanted clip, and the posterior leaflet was detached. An additional clip was attempted to stabilize the slda. The clip was unable to grasp, as the leaflets were in poor condition from the leaflet damage. The posterior leaflet was unable to hold the new clip. As the clip delivery system (cds) was retracted into the left atrium (la), the slda clip and the cds were entangled, and complete clip detachment (ccd) occurred from the anterior leaflet. An additional steerable guide catheter (sgc) was entered and a two-snare technique was used to remove the cds from the slda clip. The cds was retracted into the sgc. Another snare was able to remove the slda clip from the la successfully. Approximately 6 hours of a delay occurred, and there was no injury to the patient due to delay. The patient was stable throughout the procedure.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. All information was investigated and based on the information provided by the account, a cause for the reported single leaflet device attachment (slda) cannot be determined. It is possible that it was related to patient conditions; however, this cannot be confirmed. Complete clip detachment (expulsion), device damaged by another device (dislodged) and difficult to remove associated with device entanglement appear to be related to user technique/procedural conditions, and due to the second clip interacting with this first previously implanted slda clip, causing expulsion (complete clip detachment) of this implanted clip. Unspecified tissue injury (leaflet damage) and mitral valve insufficiency/regurgitation (mr) resulting in dyspnea appear to be due to the slda. Tissue damage/injury, mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.